Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of e6 error message on the console could not be confirmed. The device passed all tests and no problems were observed. If add'l info becomes available a supplemental report will be submitted.(B)(4).

Event description:
Report was received from the USA stating that the device produced an error message on the console during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There was no add'l info provided.